Event description:
Customer reported that during a case the system turned off suddenly and the pt is fine.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a f/ report will be sent to the FDA.